Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from (B)(6) alleged false positive sars cov2 result. On (B)(6) 2021 a patient was tested using the cobas® sars-cov-2 & influenza a/b assay that generated positive results for the sars cov2 target. The patient sample was tested with liat analyzer sn (B)(4). The customer did not trust the result, checked the curves and afterwards the result was reported negative. The patient sample was re-tested the type of test used for the retest of the sample is unknown. Patient sample collection method is unknown. The customer did not provide any information in regards to harm. The negative results were reported.